Manufacturer narrative:
(B)(4). This report for a disconnect was not confirmed due to unavailable sample, therefore, the root cause was not determined. A batch review was not performed due to unknown lot number. The results of a label review revealed that there is adequate labeling for the use error identified in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported a disconnection that had occurred while the patient was asleep. According to the patient, he was taking medications to help him fall asleep. The patient stated he disconnected himself from the transfer set and catheter. This report is against the transfer set. When the patient woke up, the cycler notified him of the disconnection. At this point, therapy was 90% completed. The patient stated that he notified his nurse of this event. Product surveillance contacted the nurse on (B)(4) 2010. According to the nurse, the patient has resumed therapy successfully; there was no infection. The nurse stated that there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.